Event description:
Reporter called and stated he received a recall letter in the mail on friday 05/15/2026 for his true metrix self-monitoring blood glucose system manufactured by trividia health. The recall addresses the device's error code which can indicate either high blood sugar or a test strip error. Reporter will reach out to manufacturer to get a replacement. No adverse event reported.